Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed at the 1st firing. After the device was fired several times, the clip was formed as intended and the same device was used as is to complete the case. There were no adverse consequences to the patient. The device was not fired across something hard such as a clip.

Manufacturer narrative:
The analysis results found that the device was returned in good visual condition with one conforming clip one j shape clip in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. As the device became to function properly after several firings out of the patient, it was used for the patient.